Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported that the vela ventilator was alarming transducer fault and it failed the transducer test procedure. The customer stated that the there was no patient involvement during this reported event.